Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿a metal piece¿ was found in a bd¿ syringe with bd luer-lok¿ tip while mixing medication. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: DHR review: DHR review: all h-1000 material goes thru a final cleaning and transferred to needle assembly without a final inspection done by cannula department. No photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. Investigation results: no cannula batch provided. What can be determined is the other cannula lodged in the syringe appears to be a ¿cut¿ piece of cannula. Cuts are prior to grind. Conclusion: possible root cause: no cannula batch was given so details can¿t be provided. Root cause can't be determined.